Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. Review of date/time of sample receipt and sample result is consistent with lab performance and does not reflect what the distributors system is reporting for time to result. No additional analysis or investigation needed based on distributor action. This report does not necessarily suggest a false report. We believe this to be a true positive. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient tested on 8/10 and is questioning the accuracy of the test because she received her results within 3 hours of it arriving to the lab. Patient says that the timelines given to her do not match the timeline of results being produced.